Manufacturer narrative:
This report is a response to medwatch report # mw5100424 which was received by amt from the FDA on 04/27/2021. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The reported indicated that the patient was not harmed. Amt is has reached out to the reporter in an attempts to obtain the device for examination. The device has not returned at this time, therefore a visual and functional evaluation could not be done. However, a device history review was performed as the lot number was provided, with no anomalies found. We will continue to work with the reporter in attempts to retrieve additional information regarding this report and the device for examination. We will provide additional information to the FDA if the device or additional information is able to be obtained and analysis changes the conclusion of this report. Amt has assigned complaint #: (B)(4)to track this record.

Event description:
This report is in response to initial report #mw5100424, which provided that the mini one 24" right angle feeding set with y-port y port separated from tubing when disconnecting syringe from y port. No obvious cuts or damage seen to naked eye. Patient not harmed. Gastric contents emptied into bed.